Event description:
It was reported that a preface sheath was used with a bard needle on a muscular septum and that the physician had to apply some force in order to cross the septum wall. It was also reported that the sheath bent against the septum wall and the bard needle perforated the preface sheath. This was noted with fluoroscopy. No pt injury was reported. The needle was removed from pt together with the sheath. The physician did not experience any difficulty removing the needle from the sheath. The procedure was completed with a competitors sheath.

Manufacturer narrative:
Preface sheath lot# 13365232.